Event description:
During a declot procedure of an av graft, while attempting to inflate the balloon, the inflation device would pop at 23 atm's. The device would not inflate the balloon all the way. No pt harm or injury occurred as a result of this incident.